Manufacturer narrative:
MFR ref no: (B)(4). Baxter evaluated the device in question. The eval confirmed the "system error 105" message, caused by severed motor mount screws. The motor assembly and screws were replaced.

Event description:
During baxter's device eval, the device displayed a "system error 105" message. There was no pt involvement.